Manufacturer narrative:
Internal file number - (B)(4). Correction: device evaluated by MFR: device is not available for evaluation. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The delivery system will be returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with severe angina. After the mildly tortuous, mildly calcified, 80% stenosed, distal diagonal artery was pre-dilatated, the 2.5 x 15 mm xience xpedition stent was implanted at 16 atmosphere (atm); however, a proximal stent edge dissection was noted. An unspecified xience xpedition stent was implanted as treatment. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.